Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Manufacturer narrative:
An event regarding femoral and tibial loosening involving a triathlon femoral component was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: medical review of the records provided indicated; there is no examination of the explanted components and no radiographic or surgical description of a loose femoral or tibial component is noted. No patellar x-ray reviews are available in this large male patient. His symptoms may have related to the unresurfaced patella at the primary surgery. There is no evidence this clinical situation was the result of factors of faulty component design, manufacturing, or materials. Device history review: DHR review determined that the lot was manufactured and packed to specification. Complaint history review: chr review confirmed that there have been no similar events for the lot. Conclusions: based on the clinical review of the medical records provided, there is no examination of the explanted components and no radiographic or surgical description of a loose femoral or tibial component is noted. No patellar x-ray reviews are available in this large male patient. His symptoms may have related to the unresurfaced patella at the primary surgery. There is no evidence this clinical situation was the result of factors of faulty component design, manufacturing, or materials.

Event description:
Revision of triathlon tibia component. Component appeared to be loose. Upon further inspection, femoral component was loose and was pulled off the bone by hand (no chiseling of cement was required). Specimens were sent to pathology (prior and during procedure). Pathology confirmed that no organisms were present, so the surgeon ruled out infection.

Event description:
Revision of triathlon tibia component. Component appeared to be loose. Upon further inspection, femoral component was loose and was pulled off the bone by hand (no chiseling of cement was required). Specimens were sent to pathology (prior and during procedure). Pathology confirmed that no organisms were present, so the surgeon ruled out infection.